Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test after new batteries had been inserted. The blood glucose reading was 400 mg/dl. The customer was treated with fluids and a bolus. The customer's mother stated that the device was working fine now but wanted to know the device stopped delivering insulin. She stated that she did not want to complete troubleshooting because she was in a rush. She stated that she was uncomfortable using the insulin pump, noting that she and the customer had consistent issues with it. She referred to an event in which the customer was hospitalized due to the insulin pump not working. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-38947. Please see medwatch report # 2032227-2014-46156.